Event description:
Original surgery performed on (B)(6)2004. Revision scheduled for last week in (B)(6). The following follow up info was provided from the sales rep: the revision surgery was carried out on (B)(6)2009. The previous implant had a broken pin due to which the revision surgery was required.

Manufacturer narrative:
Mechanical tests were performed on similar devices.